Event description:
It was reported that 2 lenses of the same model and diopter were inserted and removed from the left eye due to the trailing haptic was ripped off during lens insertion. The incision was enlarged but it is unk when the enlargement occurred. A third lens of a different model was implanted. This report refers to the inserter used during the event. Refer to MDR 1119279-2014-00148 for lens 1 of 2 involved in the event. Refer to MDR 1119279-2014-00149 for lens 2 of 2 involved in the event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.